Event description:
Per the surgeon's report, the pt's parents reported that the pt developed a "head twitch" and requested that the device be explanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.